Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2218-50. Serial: (B)(4). Batch: 7116139/7116234.

Event description:
It was reported that the patient had an infection at the ipg site. The patients symptoms were pain, redness and drainage. The physician believed that the infection was not device or procedure related and no malfunction was suspected. The patient was given antibiotics however no change was noted. The patient underwent an explant procedure and was doing well postoperatively. All device components were removed and will not be returned.